Event description:
It was reported that the patient experienced issue with insertion device and needle does not cock back and insert correctly event occurred on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.